Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: based on the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after good faith attempts for retrieval, no further information could be received. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause for the revision cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of vega knee implants. According to the complaint description, a poly swap was scheduled. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: a - patient gender, b5 - description updated, b6 - relevant test results, b7 - medical history, d1&2 - brand name, product code, d4 - model, batch number, expiration date, d6 - implant and explant date, d10 - involved components, e1 - end customer, e2&3- reporter, profession, g2 - health professional, g4 - 510k.

Event description:
Update: it was reported that there was an issue with product nx056z - as vega ps tibial plateau cemented t3+. There was postoperative loosening and instability. During the revision surgery, the tibial and femoral component were removed and replaced with non-aesculap products. It was noted that there had been debonding and lack of cement on either implant; cement was well fixed to bone, however. Initial total knee arthroplasty (tka) had been performed on (B)(6) 2018. Revision surgery occurred on (B)(6) 2025. Associated medwatch reports: nx032z (aesculap ag reference no. (B)(4); 9610612-2025-00289). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4)) nx230/ vega ps+ gliding surface t3/3+ 10mm (aesculap ag reference no. (B)(4).)